Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that it seemed like the device was not working. Patient reported they increased stimulation to 5 and the were not feeling stimulation. Patient reported that when stimulation was at 5, it was usually really high. Patient was asked if the device was helping their symptoms and they said yes, they were getting at least 50% or better symptom relief. Patient said in the last 2 weeks they started having pain in their left upper buttock and left leg. Patient reported they had never had this before and they were not sure if it was device related. They reported the pain was there and gone. Caller was redirected to their healthcare provider to have the device checked and discuss pain. No further complications were reported or anticipated.